Event description:
The cardiologist attempted arteriotomy closure with a techstar xl 6fr, pv8 device. One needle presented outside of the barrel. The cardiologist was able to break the barrel to access the needles and sutures. Successful closure was accomplished with the same device. The cardiologist confirmed that the hub had been locked in position at the time of needle deployment. A co rep was present at the time of the procedure and could see no reason for the needle miss. Ths occurrence did not result in pt injury, but is being reported because past occurrences of a similar nature have resulted in a reportable occurrence.